Manufacturer narrative:
The user reported a femoral resection navigated by the kneealign 2 system to be in greater than seven degrees of valgus, per visual evaluation. The actual amount of valgus was not measured. X-rays were not provided. The user reported he had some difficulty with the femoral maneuver, prior to successfully completing the step. He reported solid fixation of the instrumentation in the bone. No patient abnormalities or surgical anomalies were noted. It is unclear from the information provided what the cause of the apparent valgus resection was. The device has not been returned for evaluation. The device's manufacturing data and build records were reviewed. No issues or anomalies were discovered. Device not returned.

Event description:
The surgeon did make his cuts with the unit. He did not agree with the femoral resection (it was a excessive valgus angle) and had to revise his cut with the traditional resection tools.